Event description:
It was reported via medsun, rn unhooked patient's chemo infusion line from her port line and flushed the port line with ns [normal saline]. While flushing she noticed some saline dripping out of the port line just above the connector. Also saw a small circle of fluid on patient's shirt. Patient states it happened during infusion but didn't let rn know. Basically, there was a slow leak in port line above connector. Patient unharmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.